Manufacturer narrative:
Reported event: an event regarding revision due to loosening involving a titanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Clinician review: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Complaint history review: the complaint databases show there have been no other events for the reported lot. Conclusions: it was reported that patient left hip was revised due to shell loosening. The provided medical information was submitted to a consulting clinician who cannot confirm event of shell loosening and deemed it insufficient for a medical review. Therefore, event could not be confirmed nor could the root cause be determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
No event was provided by (B)(4). Additional information received from legal: plaintiff alleges the left rejuvenate hip failed causing pain and elevated metal ion levels. Plaintiff has not yet scheduled revision surgery. Suit filed in (B)(6). Update (B)(6): it was reported that the patient¿s left hip was revised after acetabular issues were noticed on x-ray. Intra-operatively, the shell was found to be loosened (no possible cause(s) or contributor(s) to loosening were reported to rep). A 56mm hemispherical shell, 10° 32mm liner, 32 +0 lfit v40 head, rejuvenate size 8 neck and stem were revised to a competitor stem and head with a stryker liner and tritanium revision shell.